Manufacturer narrative:
Complete information for section a. Patient information, patient identifier: multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely depressed magnesium results for five patients on the architect analyzer. The results provided were: sid: (B)(6) = 0.7mg/dl/1.9; sid: (B)(6) = 0.9/2.2mg/dl; sid: (B)(6) = 0.8/2.3mg/dl; sid: (B)(6) = 0.9/1.9mg/dl; sid: (B)(6) = 0.8/1.8mg/dl (normal range 1.5 - 2.6mg/dl). There was no reported impact to patient management.

Manufacturer narrative:
Upon the subsequent site visit, the abbott field service engineer (fse) reviewed qc issues with multiple b-line assays. The fse observed the dry nozzle #8 b to vacuum valve tubing (rohs) (list number 7-203117-01) was obstructed and not draining. The tubing was cleaned to remove the clog, which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c16000, serial number (B)(4), service history identified no contributing factors to the current complaint. The architect system operations manual addresses operational precautions and limitations as well as information regarding troubleshooting erratic/discrepant results. The architect c16000 system service and support manual provides information for removal and replacement of the dry nozzle #8 b to vacuum valve tubing. A review of the architect c16000 platform data revealed no systemic issues or trends associated with the discrepant result issue described in this complaint. A 12-month search for similar complaints for the dry nozzle #8 b to vacuum valve tubing identified no trends. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(4), or the dry nozzle #8 b to vacuum valve tubing (rohs) (list number 7-203117-01).